Event description:
It was reported that the day after implant the patient began to have multiple seizures >24. Additional information was later received that the patient's issue resolved. The patient was seen by the ER physician and per the physician the increase in seizures was likely related to stress from the vns surgery and anesthesia. The vns was found to be working as expected and record of the magnet swipes from the day of the event were seen. No additional relevant information has been received to date.